Event description:
It was reported that there was a check clutch plunger lever error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top case was chipped and cracked. The bottom case was cracked. During the occlusion testing, the reported problem was verified. The root cause of the reported issue was found to be normal wear. Replaced clutch half's left and right with leadscrew and spring. No product information has been provided to date.